Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that ventricular lead impedance was >4000 ohms. After the pocket was opened and the lead was disconnected from the pulse generator, pacing and sensing thresholds tested normal.